Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump alarmed no delivery. The customer reported that the customer¿s blood glucose was 406 mg/dl. The customer is calling about her pump that is giving her a no delivery alarm. Customer states they have tried all remedies. The customer declined the high blood glucose troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked belt clip slot, stained end cap sticker and stained address or serial number label.